Event description:
As reported by the user facility: other details lasix infusion running. Air bubble alarm noted on b braun pump. Disconnected to patient attempted to flush air bubble out. Still beeping, wiped sensor, wiped tubing, re-primed whole line. Still beeping. Flicked air bubble out manually although no air bubble noted along tubing still beeping. Changed pump still beeping air bubble. Tubing changed, no air bubble alarm so far after that. Impact to patient: interruptions to clinical care due to time required to resolve alarms, under dosing of ordered medication / fluids. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air. Medication / fluid furosemide infusion IV rate 10 ml/hr.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. One photograph of the IV set and a copy of the spreadsheet with a list of complaints were provided for evaluation. Upon evaluation of the photograph, the presence of bubbles was noted in the tubing. A thorough assessment could not be conducted based on the information available in the provided spreadsheet copy. The reported issue was confirmed. A possible root cause could be related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.